Manufacturer narrative:
Occupation: (B)(6) cath lab/ir materials coordinator. Additional initial reporter: (B)(6) rn / imy, rn. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint: (B)(4).

Event description:
It was reported that after less than 15 minutes of intra-aortic balloon (iab) therapy, the inner lumen became clotted. A "sensor failure" alarm and a "catheter restriction" alarm were generated. It was noted that the customer had used another manufacturer's sheath and experienced difficulty while inserting the iab through the sheath. After 45 minutes, the iab was replaced and therapy was provided. There was no patient harm or adverse event reported.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and traces of blood observed on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The returned sheath was not a maquet product. The extender tubing was also returned. A kink was observed on the catheter tubing near the y-fitting approximately 75.2cm from iab tip. A laboratory insertion test was unable to be performed due to the membrane being unfurled. The technician attempted to insert a laboratory 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cardiosave pump and the iab fully inflated and deflated. The iab then pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. The reported clotted inner lumen, alarm, fiber optic sensor failure & alarm, catheter restriction cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. Complaint record ID (B)(4).